Event description:
Pt returning on operating room on (B)(6) 2022 for add'l debridement I & d of left shoulder performed on (B)(6) 2022. While in glenohumeral joint, found a metallic object up against the glenoid. Appeared to be the inner most portion of the shaver that apparently had broken off in the last surgery on (B)(6) 2022, that was now in the shoulder joint. The object was retrieved successfully. Risk mgr has in office in a specimen cup. Pt did acquire curtibacterium acnes - which required the I&d, with arthroscopic shaver blade.